Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of less than 40 mg/dl and a loss of consciousness. Pump data review by tandem technical support confirmed the pump was functioning as intended as customer delivered multiple food boluses prior to the event. No information was provided regarding treatment for low bg, however, customer indicated insulin was provided at the ER. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.